Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low out-of-range shock impedance measurement. The measurements have since rebounded. No adverse patient effects were reported. This product remains in service and the patient will be monitored.